Event description:
The surgeon reported to sales rep that a patient's gamma nail broke.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.